Event description:
It was reported there was a critical alarm. It was noted that a safe state and battery reset message occurred. It was further noted that the patient was hospitalized as a result of the event. The reporter stated that the logs were checked. It was noted the patient had under dose and withdrawal symptoms. It was further noted the patient status at the time of this report was alive with no injury. The pump contained compounded baclofen. Additional information received reported the patient¿s pump would be explanted as soon as possible. Additional information received reported the pump had been replaced. Additional information received reported the patient¿s pump was replaced on (B)(6) 2014. The reporter stated the patient was fine and back on therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned and as received the pump's back shield was concaved. The laboratory technician pulled out 10 milliliters (ml) of fluid but was only able to put in 14 ml. The pump logs indicated a past low battery reset. At the decontamination test in the laboratory the pump low battery reset was noted again and no dispense accuracy testing could be performed due to the reset. Battery testing was done and the battery test passed. Electrical testing was performed and the battery measured with in specification. Static current drain was checked and was also in specification. Resistance readings of the motor wire feedthrus failed and were erratic and out of specification and destructive analysis revealed a breach in the pump tube. In conclusion, the pump head had mechanical wear resulting in a hole in the pump tube. In addition, ther was a pump motor feedthru anomaly with shorting across the insulator.